Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer tried using different infusion sets. The supplies on the pump were changed. The customer's blood glucose (bg) level was 265 mg/dl with a small level of ketones and an insulin injection was used to address the bg level. The customer was to use insulin injections to manage diabetes.